Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 401 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. Customer's boyfriend called emergency medical service and admitted to local hospital. The customer was discharge on (B)(6) 2016 and was seen by a doctor on (B)(6) 2016 in follow up.